Manufacturer narrative:
A steris service technician arrived onsite to inspect the evolution transfer carriage and found that the locking mechanism required adjustments. The locking mechanism was able to become disengaged when force was applied to the carriage resulting in the reported event. The unit was manufactured in 2009 making it approximately 12 years old and is not under steris service agreement for maintenance activities. The user facility is responsible for all maintenance activities. The carriage has been removed from service pending repairs. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that while an employee was loading their evolution transfer carriage, the carriage fell to the floor. No report of injury.

Manufacturer narrative:
The technician made the necessary adjustments. Tested the unit, confirmed, it to be operating according to specifications. And returned it to service. No additional issues have been reported.